Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced possible premature elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2009; 4194 implantable pacing lead, (B)(6) 2009. Product analysis: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We did receive performance data collected from the device and have analyzed the data. The daily battery voltage trend data shows battery equal to 2.64 to 2.627 volts minimum between (B)(6) 2013 and (B)(6) 2013 which is just before device recommended replacement time less than or equal to 2.6251 volts. (B)(4).